Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 device investigation types have not yet been determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device reportedly had a decrease in pressure. 4 events had patient involvement; no patient impact.

Event description:
This report summarizes 4 malfunction events in which the device reportedly had a decrease in pressure. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 previously reported events are included in this follow-up record. Product return status 3 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 10 malfunction events in which the device reportedly had a decrease in pressure. 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2021-01646 but should be included under this report. 5 events were inadvertently excluded. 10 reported events are included in this follow-up record. Product return status: 7 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 11 malfunction events in which the device reportedly had a decrease in pressure. 11 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h10 10 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 11 reported events are included in this follow-up record. Product return status: 8 devices were received. 3 devices were not available for evaluation.